Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had rewind anomaly. The customer blood glucose level was unknown. The customer was not assisted with troubleshooting. Customer stated that the insulin pump had scratches on the screen and random no delivery alarms multiple times. Customer stated that the prime was going faster and taking less units. The device will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test but failed rewind during prime or a33 test due to loose drive support disk. Device received with minor scratched lcd window. (B)(4).